Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, CT scan and cardiac catheterization demonstrated two detached filter limbs. One located in the right pulmonary and the second in the right ventricle. Surgical removal of the detached filter limbs with repair of the ventricle was performed. Five days later, the filter was retrieved with repair to the vena cava and 15 days post filter retrieval, the patient was discharged in stable condition.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and one-month post filter deployment, the patient experienced chest discomfort and pain. On the next day, the patient experienced chest pain and computed tomography (CT) revealed that there was a linear radiopaque structure within the right ventricle, which might be triangular in configuration, supportive of a foreign body. There was a linear foreign body with one at the right lower lobe pulmonary arteries. Radiopaque foreign body was also within the medial aspect of the right hepatic lobe. One day later, computed tomography (CT) revealed that a linear radiopaque structure within the right ventricle, supportive of a foreign body along with a linear foreign body within one of the right lower lobe pulmonary arteries. On the same day, the patient was diagnosed with bloody pericardial effusion, approximately 2 cm long metal wire perforated the right ventricular apex into the pericardium and chest pain across the precordium. An echocardiogram showed a minimal pericardial effusion. The patient underwent abbreviated midline sternotomy skin incision and a full sternotomy. On opening of the pericardium, there was mild-to-moderate bloody pericardial effusion. This was suctioned clear. After creating the pericardial well, the right ventricle inferior border was elevated and appeared to be a metal wire and obviously perforated through the right ventricular apex in the region of the distal posterior descending artery. This metal wire was grasped and pulled free of the ventricle. Search was performed and no other injury or foreign body could be identified, and the identification of the foreign body by echocardiogram also confirmed its removal. Sterile dressings were applied, and the procedure was completed. On the same day, the surgical pathology report demonstrated that the lab received fresh foreign body in a container labeled ¿foreign body from heart¿ was a 2.0 cm long thread-like segment of metallic material. No sections were submitted. After four days later, bilateral lower extremity venous duplex showed negative for deep vein thrombosis. Following the venous duplex, an attempt was made to retrieve the fractured inferior vena caval filter. The filter was found itself in the typical location below the renal veins and above the bifurcation of the cava. There was no active thrombus in the deep veins, that could be detected pre-operatively. Incision was made in the right flank, subcutaneous and muscle was divided with electrocautery. Cava was identified easily, some of the struts of the filter was seen poking through where they had barbs through the lateral side of the cava. A fair amount of sclerotic reaction was present around the strut limbs. Using a wire cutter, the limbs were snipped off and then released, taking them out completely. The entire filter apparatus was then removed. Sterile dressings were applied, and the patient tolerated the procedure well. On the same day, a computed tomography angiography (cta) with and without intravenous or oral contrast showed that the foreign body within the right lower lobe was removed. The foreign body at the level of the right atrium/pericardium was removed as well. Two days later, the patient¿s discharge summary revealed that the patient experienced chest pain and found to have intracardiac foreign body. After one week and six days, a chest routine posteroanterior/anteroposterior and lateral x-ray demonstrated cardiac foreign bodies were identified. There was suggestion of a faint linear foreign body within the medial aspect of the right lower lobe. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, b7, g4, h6 (patient: 3271) h11: h6 (method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right leg deep vein thrombosis and free floating thrombus in right femoral vein. At some time post filter deployment, it was alleged that the detached filter struts were found within the right ventricle that perforated the right ventricular apex into the pericardium, right lower lobe pulmonary arteries and medial aspect of the right hepatic lobe. There was an intracardiac foreign body and a faint linear foreign body within the medial aspect of the right lower lobe. The device was removed percutaneously. The patient was diagnosed with bloody pericardial effusion and experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two weeks of post deployment, computed tomography angiography of chest was performed for the patient with right-sided chest pain which indicated negative for pulmonary embolism. Around, two weeks later, computed tomography pulmonary angiogram of the chest with and without intravenous contrast was performed for the patient which showed new small left lower lobe pulmonary embolus. On the same day, the patient has been found to have evidence of pulmonary emboli in the left lower lung and has an enlarging right pleural effusion with possible evidence of new pulmonary embolism in the right lung as well. Around, three years later, the patient experienced chest discomfort and pain. On the next day, computed tomography of the chest without contrast was performed for the patient with chest pain which demonstrated that there was a linear radiopaque structure within the right ventricle which may be triangular in configuration, supportive of a foreign body. There was a linear foreign body within one of the right lower lobe pulmonary arteries. Radiopaque foreign body was also within medial aspect of the right hepatic lobe. There was bibasilar pulmonary infiltrate, left greater than right. On the same date, cardiac catheterization was performed, which showed two separate foreign bodies noted in the heart, one which appeared to be extracardiac in the right lung field, the separate second which appeared to be in the right ventricle. These foreign bodies appeared to originate from an inferior vena cava filter which was noted in the inferior vena cava and was missing two struts. On the next day, the patient was scheduled for sternotomy, removal of right ventricular foreign body and repair of right ventricle. The findings of this study indicated that there was evidence of metal foreign body, one within the distal right lung field, and one, which was quite mobile, and appeared to be in the apex of the right ventricle. An echocardiogram was performed which showed a minimal pericardial effusion. This was followed by computed tomography scan, which identified this foreign body at right ventricular apex, and one in right lower lobe, pulmonary artery distal branch. After creating the pericardial well, the right ventricle inferior border was elevated and what appeared to be a metal wire was obviously perforating through the right ventricular apex in the region of the distal posterior descending artery. This metal wire was grasped and pulled free of the ventricle. Pathology report stated that the foreign body removed from heart was a 2.0 cm long, thread-like segment of metallic material. After, four days, computed tomography angiography of abdomen with/ without contrast was performed for the patient with clinical indication of fractured filter. The findings of this study indicated that the foreign body within the right lower lobe has been removed and the foreign body at the level of the right atrium/pericardium has been removed as well. It also showed that an inferior vena cava filter was present with superior tip of the filter positioned at l2 and appeared to be in satisfactory position. The superior tip is positioned below the renal veins. On the same date, filter was scheduled for retrieval for the patient who underwent sternotomy and removal of fractured portion of the filter from the pericardium. Incision was made in the right flank, subcutaneous and muscle was divided with electrocautery. Cava was identified easily, some of the struts of the filter could be seen poking through where they had barbs through the lateral side of the cava. Then it was proceeded to dissect out the inferior vena cava above and below the filter. Rumel tourniquet was above and below this segment and patient was heparinized. Tourniquets were then applied. Side branches were dissected out and encircled with vessel loops. Small incision was made and extended with potts scissors. A fair amount of sclerotic reaction was present around the strut limbs. Using a wire cutter, the limbs were snipped off and then released, taking them out completely. The entire filter apparatus was then removed. After, ten days, posteroanterior and lateral chest x-ray was performed indicated that cardiac foreign bodies were identified and there was suggestion of a faint linear foreign body within the medial aspect of the right lower lobe. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,b6, b7, d4(expiry date: 01/2013), d10, g3, h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right leg deep vein thrombosis and free floating thrombus in right femoral vein. At some time post filter deployment, it was alleged that the detached filter struts were found within the right ventricle that perforated the right ventricular apex into the pericardium, right lower lobe pulmonary arteries and medial aspect of the right hepatic lobe. There was an intracardiac foreign body and a faint linear foreign body within the medial aspect of the right lower lobe. The device was removed percutaneously. The patient was diagnosed with bloody pericardial effusion and experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with right leg deep venous thrombosis and free floating thrombus of the right femoral vein status post open pulmonary embolectomy was scheduled for placement of a vena cava filter. The right neck was prepped and draped in the usual sterile fashion. The right internal jugular vein was demonstrated to be patent on ultrasound and the vein was accessed under real-time sonographic guidance with a micropuncture needle. A venacavogram was performed demonstrating standard anatomy of the inferior vena cava with both renal veins well identified. The infrarenal diameter of the ivc measured 22mm. The ivc filter delivery sheath was advanced over the wire into position and deployed in the normal infrarenal location. A follow-up venogram was performed demonstrating excellent position with no evidence of complication. The sheath was removed and hemostasis achieved with 5 minutes of manual pressure. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged within the medical records. The investigation is inconclusive for the alleged detached limbs. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, CT scan and cardiac catheterization demonstrated two detached filter limbs. One located in the right pulmonary and the second in the right ventricle. Surgical removal of the detached filter limbs with repair of the ventricle was performed. Five days later, the filter was retrieved with repair to the vena cava and 15 days post filter retrieval, the patient was discharged in stable condition. New information received: medical records were received and reviewed, documenting the successful deployment of the ivc filter without complication. The patient was hemodynamically stable at the conclusion. No additional medical records were received for this patient.